Event description:
The surgeon attempted to insert a toric silicone lens model aa4203tl. The lens tore prior to insertion and the cause of the lens damage was unknown. The lens was not inserted and there was no patient contact or injury.